Manufacturer narrative:
Device not returned for evaluaton.

Event description:
It was reported that due to a hematoma, erosion, and infection the patient had his inflatable penile prosthesis (ipp) removed and replaced with a spectra penile prosthesis (spp). It was stated that during this patient's original surgery, the patient developed a large hematoma which resulted in the infection and the device eroding out of the scrotum. It is noted that the patient was on blood thinners during his original surgery. The patient status was good following this surgery. Should additional information be received or product be returned, a supplemental report will be filed for the addition information and also upon completion of product analysis.